Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer was admitted into the emergency room (ER) with a blood glucose level of 479 mg/dl with high ketones. Ketone levels considered life threatening by their health care provider. Customer attempted to address the elevated (bg) by correction bolus via the pump and manual insulin injections. Customer was treated with intravenous fluids of saline, which resolved the issue. Customer was released on 9/15/23 with no permanent damage.